Event description:
On (B)(6) 2022, fresenius became aware this 64-year-old male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) expired on (B)(6) 2022. No additional information provided during intake. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient expired at home during ccpd therapy on the morning of (B)(6) 2022. The patient was awake (approximately 7:00 am) and spoke briefly with patient contact before completing their final drain. The patient contact reportedly went to the kitchen, and upon their return they found the patient had passed away. The patient contact contacted emergency medical services (ems), after which they began performing cardiopulmonary resuscitation (CPR). Ems arrived and transported the patient to the hospital where they were pronounced dead. The pdrn stated they do not believe a fresenius device(s) and/or product(s) caused or contributed to the events, however the patient¿s death certificate, esrd death notification, and discharge summary have not been received yet.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical investigation: a temporal relationship exists between continuous cyclic peritoneal dialysis (ccpd) therapy utilizing the liberty select cycler, and the serious adverse events of cardiac arrest and death, as the patient was undergoing ccpd therapy when he expired. The definitive cause of the patient¿s cardiac arrest and subsequent death are unknown; therefore, causality cannot firmly be established. Per the peritoneal dialysis registered nurse (pdrn), there were no fresenius device(s) and/or product(s) deficiencies or malfunctions to report. The end stage renal dialysis (esrd) population continues to have significantly higher mortality, and fewer expected years of life when compared to the general population. Based on the information available, the liberty select cycler can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction caused and/or contributed to the patient¿s cardiac arrest and/or expiration.